Event description:
Following unsuccessful attempt to detach the coil, while the physician was retracting the coil back into the microcatheter, the coil detached resulting approximately 1/3 of the coil protruding out of the aneurysm into the parent vessel causing vessel thrombosis. There was a slight vasospasm of the parent vessel as well. No further details provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It was reported that following unsuccessful attempt to detach the coil, while the physician was retracting the coil back into the microcatheter, the coil detached resulting approximately 1/3 of the coil protruding out of the aneurysm into the parent vessel causing vessel thrombosis. There was a slight vasospasm of the parent vessel as well. The device was not returned for analysis and reported defects cannot be confirmed. Review and analysis of available limited information failed to identify an assignable cause or probable assignable for the reported event.

Event description:
Following unsuccessful attempt to detach the coil, while the physician was retracting the coil back into the microcatheter, the coil detached resulting approximately 1/3 of the coil protruding out of the aneurysm into the parent vessel causing vessel thrombosis. There was a slight vasospasm of the parent vessel as well. No further details provided.

Manufacturer narrative:
The device is not available to the manufacturer..